Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however, nothing that appears excessive of note for the length of time implanted. It is not unreasonable to expect some degree of poly-wear after 14 years of implantation. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address poly wear and osteolysis.